Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081544) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of metal poisoning ("heavy metal blood poisoning") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), alopecia ("hair loss (70%)"), tooth loss ("lost 8 teeth "), dysgeusia ("metal taste"), vomiting ("frequent random puking"), migraine ("debilitating migraines"), muscular weakness ("extreme muscle weakness in arms"), tremor ("shakiness when raise arms") and balance disorder ("loss of balance / feel like going to fall out of chair"). At the time of the report, the metal poisoning, alopecia, tooth loss, dysgeusia, vomiting, migraine, muscular weakness, tremor and balance disorder outcome was unknown. The reporter provided no causality assessment for alopecia, balance disorder, dysgeusia, metal poisoning, migraine, muscular weakness, tooth loss, tremor and vomiting with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081544) on 07-dec-2018. The most recent information was received on 08-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('heavy metal blood poisoning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), alopecia ("hair loss (70%)"), tooth loss ("lost 8 teeth"), dysgeusia ("metal taste"), vomiting ("frequent random puking"), migraine ("debilitating migraines"), muscular weakness ("extreme muascle weakness in arms"), tremor ("shakiness wheb raise arms"), balance disorder ("loss of balance / feel like going to fall out of chair") and device expulsion ("coil all the way down in my cervix"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the metal poisoning, alopecia, tooth loss, dysgeusia, vomiting, migraine, muscular weakness, tremor and balance disorder outcome was unknown and the device expulsion had resolved. The reporter provided no causality assessment for alopecia, balance disorder, dysgeusia, metal poisoning, migraine, muscular weakness, tooth loss, tremor and vomiting with essure. The reporter considered device expulsion to be related to essure. The reporter commented: all my symptoms were gone immediately an injury (disability) was mentioned but not specified and /or assigned to one of the events. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081544) on 07-dec-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('heavy metal blood poisoning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), alopecia ("hair loss (70%)"), tooth loss ("lost 8 teeth"), dysgeusia ("metal taste"), vomiting ("frequent random puking"), migraine ("debilitating migraines"), muscular weakness ("extreme muascle weakness in arms"), tremor ("shakiness wheb raise arms"), balance disorder ("loss of balance / feel like going to fall out of chair") and device expulsion ("coil all the way down in my cervix"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the metal poisoning, alopecia, tooth loss, dysgeusia, vomiting, migraine, muscular weakness, tremor and balance disorder outcome was unknown and the device expulsion had resolved. The reporter provided no causality assessment for alopecia, balance disorder, dysgeusia, metal poisoning, migraine, muscular weakness, tooth loss, tremor and vomiting with essure. The reporter considered device expulsion to be related to essure. The reporter commented: all my symptoms were gone immediately an injury (disability) was mentioned but not specified and /or assigned to one of the events. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case became potential legal. Lawyer was added. Event "coil all the way down in my cervix" was added. Essure removal surgery was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.